Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer was not able to troubleshoot for no delivery alarm. Customer also reported that insulin pump was delivering too much insulin at nights and not enough during the day. Customer awoke with blood glucose of 51 mg/dl and treated with bananas and blood glucose elevated to 177 mg/dl. Customer reported that the amount of insulin in vial was different from what was shown on display. Customer also reported that reservoir was expired. Customer was advised that insulin pump would need to be replaced due to exposure to MRI, which customer states she was advised to that it was fine to be connected to insulin pump while getting MRI.